Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced ¿frequent¿ peritonitis (not further specified) coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. The patient¿s recovery status and outcome of the event were unknown. Four days prior to the receipt of this report, the patient had their pd catheter removed (current mode of dialysis not reported). No additional information is available.